Event description:
Healthcare professional reported right side ¿rupture", "dense collagen network that alters the normal architecture of the tissue", "cystic formation", "foci of fat necrosis" and "chronic inflammatory reaction of the granulomatous" capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of rupture and capsular contracture was received on june 17, 2025, with lot number 2603386. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side ¿rupture", "dense collagen network that alters the normal architecture of the tissue", "cystic formation", "foci of fat necrosis" and "chronic inflammatory reaction of the granulomatous" capsular contracture baker grade unknown. Device has been explanted.